Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer programmed and delivered a bolus of 20 units. The customer disconnected from the infusion site and consumed soda to maintain bg level; however, due to the sugar consumption to prevent a low bg, the customer's bg level elevated to 400 mg/dl. To address the bg level, the customer delivered a correction bolus.